Manufacturer narrative:
Company rep evaluated the unit. Correction included replacement of sram power. Unit was safety tested to factory's specifications.

Event description:
Customer reported the accutorr plus monitor keeps shutting down, which may have affected pt monitoring. No pt injury was reported.